Manufacturer narrative:
A review of the complaint history for sn (b)6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the hardware was failed on entire drawer. A field service engineer (fse) powered off the station and reseated the loose retractor band connector, along with the row board connectors for drawer 2 (positions 1 & 2). The fse then ran the hardware test application (hta), which passed successfully. The fse confirmed that the pharmacy technician had completed the inventory of medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer had hardware failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.